Event description:
Additional information was received from the manufacturer representative (rep) stating that x-ray in office was (B)(6) 2016, the leads had moved down and patient was in discomfort from the lead replacement (B)(6) 2016. They experienced multiple wet-taps as doctor introduced leads. The patient did not want to undergo any more revisions/replacements, asked for the system to be removed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that during a lead replacement when the implanting doctor was attempting to place the lead into the epidural space multiple wet taps occurred. The doctor and the individual providing anesthesia during the procedure did a blood patch. It was unknown if the issue was resolved at the time of this report. The patient was extremely sensitive when stimulation was turned on post operatively and also complained of left leg discomfort. Perthe implanting doctor's instruction, both leads were programmed but stimulation was not turned on and the doctor also instructed the patient and spouse not to have stimulation on until seen in the office next week. It was noted that it was a lengthy lead replacement.

Event description:
The doctor had requested to use long curved needles.

Event description:
Additional information was received from the health care professional (hcp) stating that the cause for the multiple wet taps while placing the lead was determined to be due to the lead possible causing the leak. The leg discomfort and extreme sensitivity was noted that the patient was always having extreme sensitivity in left leg and discomfort after the spinal cord stimulator (scs) trial. The symptoms are gradually improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.